Manufacturer narrative:
Add'l info will be provided once the investigation is complete.

Event description:
It was reported that during implantation of the anchor, it broke. It was further reported that the doctor replaced the broken anchor with a new one. The doctor felt that he may have tried to put the anchor in at a weird angle causing it to break.